Manufacturer narrative:
This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states. Medical products: metasul head hip impl win gen; catalog#: unknown; lot#: unknown. Metasul head adapter hip impl win gen; catalog#: unknown; lot#: unknown. Therapy date: (B)(6) 2019. The manufacturer did not receive devices or x-rays for review. Other source documents (surgical report) were provided. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced above. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Therefore, zimmer gmbh considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Event description:
A product liability claim was raised. Patient was implanted on the left side and underwent a revision surgery due to pain and increased metal ions in blood. Patient underwent initial surgery due to degenerative joint disease and osteoarthritis. During this revision surgery the femoral head was revised and a conversion from metal-on-metal to metal-on-polythene type construct was made.